Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade I. Additionally healthcare profession reported "nipples mildly asymmetric" device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: not observed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ visibility/ palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade I. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade I. Device has been explanted.